Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. A 3.50 x 16mm liberté¿ was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was complete with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: returned product consisted of a liberte sds with stent. There was blood in the inflation lumen and guidewire lumen. Microscopic examination of the balloon and stent revealed that the proximal portion of the balloon was tightly folded with the stent secure; however, the distal portion of the balloon was loosely folded with the stent partially expanded with struts flared and bent. Microscopic examination revealed damage to the tip. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, the stent was deployed and a stream of water emitted from the exit notch. The shaft was microscopically examined and a 6mm tear in the exit notch wall was revealed. Microscopic examination presented no irregularities in the shaft material that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).